Event description:
A caller reported experiencing multiple occlusion alarms, with alarm 2 followed by alarm 26, while using the mobi 7.9 pump. Despite numerous troubleshooting attempts, the customer continued to face recurring issues and noticed no insulin from the tubing when disconnected with an air bolus. There was no adverse impact on blood glucose levels, as they did not exceed 500 mg/dl or display a "high" reading on the cgm. The customer, who had lost confidence in the pump, received a recommendation for replacement from technical support, as the device was under warranty. The customer was advised to use the current pump until the new one arrived and was given guidance on returning the faulty pump correctly.